Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose dropped to less than 70 mg/dl while wearing the pod longer than 48 hours. The needle mechanism did not fully retract as intended during activation. The pod was discarded.